Event description:
It was reported that during an excision of the pharyngeal pouch procedure, performed via neck incision, the device was locked in place and would not fire or release. The surgeon pulled the release button, to attempt to open and was unsuccessful. Also tried to pull device apart. Unable to remove, so device was cut from the pt, and pharyngeal stump was hand sutured shut.